Event description:
It was reported that the recently implanted vns patient¿s device showed high impedance. The patient¿s device was not subsequently disabled as the patient did not have any discomfort. The patient was last seen on (B)(6) 2014 and no issues with lead impedance were reported at the time. The patient underwent surgery on (B)(6) 2014. Prior to surgery, the patient device again showed high impedance (impedance value >= 10,000 ohms). The patient¿s lead pin was reinserted into the generator header and multiple diagnostic tests showed lead impedance within normal limits (impedance value ¿ 2650 ohms). The patient¿s device was remained disabled and the procedure was completed.